Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body broken related to user actions¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving lioresal (concentration 2000 at dose 746) via an implantable pump for intractable spasticity. It was reported that the patient had a return of spasticity. Increasing the dose did not help the patient. A catheter access port (cap) study was performed with no cerebrospinal fluid (csf) return. The spinal area was opened and the catheter was cut to see if csf would come out, but it did not. The physician pulled the catheter back slowly and after about an inch it was out of body. The catheter looked sheared off. The access to the spinal canal was at the lumbar level with the catheter tip ending in the cervical spine. The rest of the catheter remained in the spinal canal. A new spinal segment was then placed into the spinal canal and attached to the existing pump segment. The issue was resolved at the time of the report.